Manufacturer narrative:
A device technologies (B)(4) ((B)(4)) technician arrived onsite to inspect the sterilizer. The technician found that the diaphragm for the door lock was damaged. The door lock being damaged allowed steam to leak out from the sterilizer. The technician replaced the diaphragm, ran a test cycle and confirmed the sterilizer to be operating properly. The unit was returned to service and no additional issues have been reported.

Event description:
The user facility reported that steam was leaking from their sterilizer. No report of injury.